Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that glenoid inserter rod would not thread onto the glenosphere impactor or extractor and all three are stripped. It was unknown that there was any surgical delay.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the glenosphere extractor tip was found stripped at the proximal threaded section, where the inserter rod attaches. The functional test performed with the returned mating device revealed that the extractor tip was difficult to assemble, most likely due to the observed condition of the device and the threaded tip of the inserted rod. The reported complaint condition was able to be replicated with the returned products. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces such as but not limited to repeated slightly off-axis assembly and over tightening. The overall complaint was confirmed as the observed condition of the glenosphere extractor tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that glenoid inserter rod would not thread onto the glenosphere impactor or extractor and all three are stripped. It was unknown that there was any surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6: health effect: clinical code & health effect: impact code.

Event description:
Additional information received. A. Was there any patient harm/consequence related to the event? No. B. Was there any surgical delay related to the event? No.